Manufacturer narrative:
The qc was acceptable. The calibration showed multiple "std.e" alarms for both standards for ca2, indicating issues with calibrator preparations. The field service representative replaced and adjusted the sample probe and the reagent probe. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial result was 14.47 mg/dl, and the repeated result was 9.76 mg/dl.